Event description:
It was reported that the connector between the infusion set and the ilet loosened while the user slept, resulting in loss of insulin delivery and prolonged hyperglycemia, after which the user performed a full supply change; the reported device problem involved a fitting issue at the connector/coupler, and the user treated subsequent low glucose with oral carbohydrates. Symptoms included hyperglycemia with a glucose peak of 500mg/dl, hypoglycemia with a glucose nadir of 40mg/dl, confusion/disorientation, nausea, and vomiting. Outcomes included no lasting health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with the connector/coupler fitting. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.